Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was between 100-150mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.